Manufacturer narrative:
The v60 vent was evaluated on 02/07/2017 at the manufacturer's international service center. The technician performed a run-in test but the reported complaint was not duplicated. Error code 100e (blower stalled) was registered in diagnostic event log. Blower was replaced preventively and software version was downgraded to 2.10. Calibration was performed then no abnormality was discovered.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that on (B)(6) 2016 the nurse found that v60 vent (sn (B)(4)) became inoperative, so requested to biomed to replace the unit. According to biomed, the nurse informed that the screen of v60 that was in use was completely dark and the unit was inoperative. When the unit was turned on, blower inoperative alarm was displayed so the unit was replaced with second v60 (sn (B)(4)). The same unit had been used since 12/07 till aforementioned issue occurred. Later on (B)(6) 2016 9:00 pm, blower inoperative alarm occurred with the replacement v60 (s/n (B)(4)). The second v60 vent was replaced with a third v60 (sn (B)(4)). Later that same day, 12/10/2016 11:50 pm, blower inoperative alarm occurred with the third replaced v60 vent (sn (B)(4)). The unit was replaced with a forth alternative v60 (sn (B)(4)). The forth v60 vent was continued to be used without problem (confirmed on 12/12/2016). The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
Blower assembly was received a the v60 vent manufacturing facility for evaluation. Visual inspection showed no signs of damage or contamination to the exterior. There were no signs of damage or contamination to the impeller, surrounding area, end cap, or the end cap o-ring. The blower was installed into the test vent. An attempt to boot into the normal ventilation mode was made. The customer returned blower assembly was tested and in approximately 49 hours of testing no failures were identified. The root cause for the customer's report of vent inop/blower stalled could not be determined.